Event description:
It was reported that the tip was sheared off and remained inside the patient's body. The target lesion was located in the right coronary artery (rca). A rotawire drive was selected for use. During the procedure, it was noted that the tip of the guidewire was sheared off and remained inside the patient's body. There were no patient's complications reported.